Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 10mar2021.

Event description:
The biomed reported blower temp alarm. The biomed is also inquiring for parts ID for the cpu (central processing unit) cover. The biomed contacted product support and reported that he also had an error code and was going to replace the blower. The biomed reported that filters are clean. The biomed reported that the cpu tray is loose and he needs to replace it. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The biomed reported that they continue to use the unit until the next shift. It was then swapped out with another vent with no delay in therapy or medical intervention. The biomedical engineer replaced the blower to address the blower temperature high and cpu tray cover.